Manufacturer narrative:
Product implicated is a 9 fr dual lumen catheter. Returned for evaluation is the catheter and three clamps. The catheter measures 13 inches in length. The catheter has been cut 11/4 inches distal to the bifurcation. The distal lumen has been repaired and is 13 inches in length. The proximal section is 6 inches in length. DHR/chr review indicates no related component or mfg problems and no prior product complaints of similar nature. Initial complaint is that the catheter was placed on 10/4/96, the catheter was repaired on 12/28/96 and on 1/23/97 a split was noticed above the bifurcation on the extension leg. Upon initial decontamination both lumens leaked. One leak is found on the proximal lumen the other on the distal lumen. The burst on the distal lumen is 3 inches distal to the clamp sleeve. The other burst on the proximal lumen is 1 inch distal to the clamp sleeve. The bursts were observed under 10x magnification. The burst sites measure 3/10 and 4/10 of an inch in length. Both burst sites veneers are smooth and granular. A tactile test was done and the lumens appear normal. The bursts are protruding outward. This is typical of bursts where the catheter has been over pressurized. This complaint is confirmed and should be recorded as user-related. The catheter burst due to over pressurization.